Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant ab and artimplant USA, inc. No info supporting allegation of lawsuit currently available.

Event description:
An artelon cmc spacer was explanted due to alleged degenerative arthritis of the carpometacarpal joint with loss of joint space between first metacarpal ray and trapezium. (B)(4).